Event description:
The customer reported he was not sure if the cannula was properly inserted in the infusion site and that he could smell insulin. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The customer reported that the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.